Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit (exact model number is unknown) was placed on (B)(6) 2009. According to the complainant, post procedure approximately some time in (B)(6), the nurse reported that the patient had been experiencing granuloma. Since (B)(6) 2010, the patient has been treated with lapis (silver nitrate), dermovat ointment and cavilon ointment along with a sorbact bandage. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on january 17, 2011: the parkinson's nurse stated the relationship between the peg device and the non-serious granuloma is that without the peg device the granuloma would not exist however the granuloma is not related to the brand of peg device. The patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit (exact model number is unknown) was placed on (B)(6), 2009. According to the complainant, post procedure approximately some time in mid-(B)(6), the nurse reported that the patient had been experiencing granuloma. Since (B)(6), 2010 the patient has been treated with lapis (silver nitrate), dermovat ointment and cavilon ointment along with a sorbact bandage. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation, as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.